Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up with auditory and vibratory features. The display screen was dim and discolored. Unrelated to the display issue, the battery compartment was found to have cracked at three places, at the opening, along the side of the threads, and below the grip pad. Moisture was evident inside the battery compartment. A leak test showed leaks where the cracks were located. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).